Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during placement of a sheath, blood began leaking from the valve halfway through the procedure. Another device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint device was from an unknown lot number. Therefore, the device history record, nonconformance history, and a complaint search of other complaints associated to the complaint lot could not be conducted. Without the benefit of a returned complaint device or photos of the device, and with the information currently known, a definite root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.